Event description:
It was reported that an implantable defibrillator lead had non-physiologic oversensing (short interval counter-sic). The lead was capped and replaced. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.